Manufacturer narrative:
Manufacturing date corrected. An event regarding dislocated patella extensor mechanism and laxity involving an (B)(6) insert was reported. The event was not confirmed. Device evaluation not performed as no devices were returned. Medical evaluation not performed as no medical records were provided. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
Patient has (B)(6) femur and (B)(6) tibia implanted in (B)(6). Patient presented with dislocated patella extensor mechanism. Revision surgery scheduled for repair. Update as per sales rep doa (B)(6) 2014: insert and bumper where revised due to laxity.

Event description:
Patient has gmrs femur and mrh tibia implanted in (B)(6). Patient presented with dislocated patella extensor mechanism. Revision surgery scheduled for repair. Update as per sales rep doa (B)(6) 2014: insert and bumper where revised due to laxity.

Manufacturer narrative:
It was noted that no other information is available due to patient confidentiality policy. A supplemental report will be submitted upon completion of the investigation. Patient retained devices.